Event description:
It was reported that during a da vinci-assisted general surgical procedure, the customer reported to technical service engineer (tse) at the beginning of the trocar mount was loose and moving. The trocar was connected to the universal surgical manipulator (usm) 2 and the whole mount area was loose and moves. Tse recommended not to use that usm to do a case with however the customer stated that they need all four arms to complete the case. The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Intuitive surgical inc. (Isi) received the usm 2 for failure analysis investigation. The unit was analyzed and the reported trocar mount being loose and moving, was confirmed. Upon visual inspection, it was noticed that the cannula is loose, confirming the reported problem occurred in the field. Before the unit was installed onto a golden system, the cannula was inspected, and broken screws heads were found with the exception of one (see pics). The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a pftp where all relevant testing was passed within specification. Once testing was completed, the cannula assembly and the insertion bottom housing were verified to be the source of the problem.